Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report, from a consumer in (B)(6), of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date in 2011, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency, and lot number not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter customer services, the following information was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The cause of peritonitis was not reported. A peritoneal effluent culture was not performed. Treatment was not reported. On (B)(6) 2012, the patient was discharged. Follow-up information was received from the nurse: on (B)(6) 2012, the patient was admitted to the hospital for peritonitis. The patient was treated with ancef ip (dose and frequency were unreported). The nurse stated the cause of the peritonitis was because the hospital staff completed manual exchanges during her (B)(6) 2012 hospitalization (for an issue unrelated to pd therapy or products) and there was a break in aseptic technique. The patient was discharged from the hospital on (B)(6) 2012, and is reported to be recovering.

Manufacturer narrative:
(B)(4). The product code is unknown, therefore 510k number is unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The report of use error - breach in aseptic technique was confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.